Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove the pump case, inspect and clean the pneumatic tap area, and remove an o-ring from the tap. After following these steps, the customer successfully reloaded the cartridge and resumed insulin therapy.